Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the customer's report was observed during review of the device logs. However, the device was put through extensive testing, using a test battery without duplicating the report. There were no errors observed in the current error log. The errors observered were in the past log. The errors were low battery errors and are considered non-critical. The device was recertified and returned to the customer. The battery used at the time of the reported event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed a "low battery" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant did not indicate that there was any patient involvement in the reported malfunction.